Event description:
Upon attempting to use the bulb syringe to suction nasal secretions, the bulb collapsed and would not re-inflate. This has happened repeated times, each with a new bulb syringe. The product is available for eval.